Event description:
The reported sample of unknown product code or lot number was returned and visually inspected for the leak condition. Baxter was unable to confirm the reported condition. No traceability could be performed. This condition will be monitored for future trending and evaluation.

Event description:
IV fluid leaking out of filter. IV tubing and filter changed. The new filter was leaking also, this caused the blood to back up into the line and clot off PICC.